Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screw migrated beyond the acetabular cup. The der states hole vs. Implant mismatch.

Manufacturer narrative:
The screw migrated beyond the acetabular cup. The der states hole vs. Implant mismatch. **update (B)(6) 2015 updated der received, adding the cup to the complaint. Complaint was updated (B)(6) 2015 examination of the reported devices was not possible as they were not returned. A search of the complaints databases found no other reports against the provided product and lot code combinations. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. X-rays were reviewed and confirmed the reported screw being superior to what appears to be the hole eliminator hole. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.